Manufacturer narrative:
The dual hemo was requested for a hardware analysis, however, is not provided. A precise root cause could not be determined. For this case, the negative diastolic pressure value is a readily apparent wrong value to the user. The IFU states to zero the ibp value if it seems incorrect. The IFU also states to check the ibp waveform and repeat the zeroing procedure if the zeroing fails because the pressures are not static. If the procedure fails after two attempts, replace the transducer or consult technical personnel. There was no patient injury in this complaint. The database was searched for similar past issues. There were no similar issues in the past year regarding this complaint description.

Event description:
Please refer to the inital report.

Manufacturer narrative:
The additional investigation was performed as the material was sent back for investigation. The returned dual hemo was tested for functionality with a working m540 and simulator. The pod was disassembled and visually inspected. During the testing, the negative diastolic pressure reading was reproducible. It was found that the connectors on the sensor adapter cables were not seated properly inside the pod leading to the false readings. A precise root cause could not be determined, however, a likely root cause of this is a drop of the device or other external mechanical force. For this case, the negative diastolic pressure value is a readily apparent wrong value to the user. The IFU states to zero the ibp value if it seems incorrect. The IFU also states to check the ibp waveform and repeat the zeroing procedure if the zeroing fails because the pressures are not static. If the procedure fails after two attempts, replace the transducer or consult technical personnel. There was no patient injury in this complaint. The database was searched for similar past issues. There were no similar issues in the past year.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that during an arterial pressure measurement a negative diastolic was displayed. After performing zero on monitor, the diastolic became normal. A few minutes later the diastolic became negative again. Some drugs (catécholamines) have been given to the patient. There is no patient injury reported.